Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the recharger had a damaged cord. The patient said it had been damaged for a while now, and was taped together. The patient reported the recharger off button was stuck in. The patient reported he did not feel stimulation currently and felt like nothing was working. The patient stated the last time he charged his ins was 3-4 days ago and he could get coupling. The patient stated the ins battery was depleting very fast. The patient was unable to charge the ins due to the recharger and antenna issue. The patient stated the ins was off, it was reviewed that he should try to charge the ins if he was able to, and continue to charge when the new recharger was received. Patient was issued a new recharger. Additional information received stated that the replacement recharger resolved the loss of stimulation and nothing working. The patient stated the rapid battery depletion was not resolved, and had not been resolved by the replacement recharger antenna cord. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain and post lumbar laminectomy syndrome.